Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse has a patient on arctic sun device. Device was alerting alarm 046 (control panel communication) during hypothermia the control panel was not communicating with the system. Mis had nurse turn off, unplug, wait 30 seconds, plug in, turn on. If the error persists nurse might need to send to the biomed. If the alert goes away it should be fine to resume therapy. Mis advised to call back if any additional issues. Per follow up made on 06mar2023 the device continued to receive the alarm 046 so nurses decided to swap devices. Patient completed therapy without further issues on the new device. Per sample evaluation results received on 17mar2023, it was reported that the root cause of the reported issue was due to a failed control panel. It was stated that the 1/2 l shape formed, and double bend tube were found expanded. It was noted that the replaced the tank tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse has a patient on arctic sun device. Device was alerting alarm 046 (control panel communication) during hypothermia the control panel was not communicating with the system. Mis had nurse turn off, unplug, wait 30 seconds, plug in, turn on. If the error persists nurse might need to send to the biomed. If the alert goes away it should be fine to resume therapy. Mis advised to call back if any additional issues. Per follow up made on 06mar2023 the device continued to receive the alarm 046 so nurses decided to swap devices. Patient completed therapy without further issues on the new device.